Event description:
During a coronary stent procedure, the physician was unable to cross the circumflex lesion. During manipulation the stent dislodged in the left main. Attempts to snare were unsuccessful. The stent was deployed in the left main with a balloon catheter. Pt status is listed as "okay".